Event description:
I was reported that after inserting an instrument during a gyn case, a bleeding occured. Bleeding was described as "venous artery bleeding". The surgeon used (5) surgiflo's in total and 1 vistaseal to control bleeding. Initially when using the first (4) surgiflo's, a rayteck was used on top to add pressure. Bleeding was not controlled and rayteck was not used as concern this may pull off the clot. Bleeding was not controlled after the 5th surgiflo. Vistaseal was then used. It was reported that the hemostatic agents were not able to control the bleeding. After 5-6 hrs in the case, (2) floseals and (1) tisseel was able to control the bleeding. It was reported after the first floseal was used, bleeding was beginning to control and slow down. After second floseal was used, mesh was wrapped around bleeding and tisseel was sprayed on top. There is concern from staff and surgeon on the performance between baxter and ethicon hemostatic agents. The case was delayed by five hours.